Event description:
Caller reported a cartridge alarm 20 occurring during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer opted to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.